Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® dryseal flex introducer sheath instructions for use state ¿do not attempt to advance sharp objects / instruments through the gore® dryseal valve. Sharp objects / instruments could cause damage to the gore® dryseal valve and could result in major blood loss.¿

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Two 18fr gore® dryseal flex introducer sheaths were used as accessories during the procedure. A 18fr gore® dryseal flex introducer sheath was used to gain access on the right side, and a gore® excluder® trunk-ipsilateral leg component was advanced. After unsheathing the device, blood leakage was reportedly noted from the sheath valve. An attempt was made to pressurize the valve using the syringe, but the valve reportedly could not be inflated. The sheath was removed and replaced, and the trunk-ipsilateral leg was inserted into the new sheath. However, blood leakage was reportedly observed again. It was reported that the valve was not fully inflated. The undeployed trunk-ipsilateral leg was removed, and another gore® dryseal flex introducer sheath was inserted. The trunk-ipsilateral leg component was replaced, and the new device was advanced and successfully implanted. All devices were implanted without any further reported issues, and the patient tolerated the procedure. After the procedure, a blood transfusion was required due to blood leakage from the sheath valve leading to significant blood loss (amount unknown). Upon visual inspection after the procedure, a lock pin protrusion from the trunk-ipsilateral leg component delivery catheter was reportedly noted. According to the report, the device was prepared per the instructions for use, and no issues were noted during advancement of the delivery catheter. The gore® excluder® trunk-ipsilateral leg component will be returned to gore for evaluation. Both 18fr gore® dryseal flex introducer sheaths were discarded at the facility and, therefore, will not be available to gore for analysis.